Manufacturer narrative:
H6 health effect - clinical code 4450 was removed. H6 medical device problem code 4068 was removed. An event of the paravalvular leak and valve embolization was reported. The possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Information from the field indicated that a few seconds post-implant, the device embolized 2mm above the annulus at the ncc. Information from the field indicated also that there was sufficient calcium to allow anchoring of the device and that the annulus was sized correctly. However, the field reported that the cause of the reported event could be the heavy calcification on nc cusp pushed the valve. Based on the information received, the cause of the reported incident could not be conclusively determined but could be as a result of patient anatomy.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024. The patient had a pre-existing condition of aortic stenosis and mild to moderate leaflet calcification. The diameter of the annulus was measured at 23.5mm, the area was 420mm^2, and perimeter was 73.7mm. Pre-dilatation was conducted with a 20mm non-abbott balloon. It was noted that there was sufficient calcium to allow anchoring of the device. The valve was deployed on first attempt at a final depth of 3mm below the annulus at the non-coronary cusp (ncc). A few seconds post-implant, the device embolized 2mm above the annulus at the ncc. The device was snared and pulled into the descending aorta. A new 27mm navitor transcatheter aortic valve was implanted using a new large flexnav delivery system at a final depth of 3mm. It was noted that there was mild aortic regurgitation (ar). Post-dilatation was conducted with a 23mm non-abbott balloon. The final mean gradient was 5mmhg with no ar. The cause of the valve embolization was possibly due to heave calcification on the ncc that pushed the valve. The patient status was stable.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024. The patient had a pre-existing condition of aortic stenosis and mild to moderate leaflet calcification. The diameter of the annulus was measured at 23.5mm, the area was 420mm^2, and perimeter was 73.7mm. Pre-dilation was conducted with a 20mm non-abbott balloon. It was noted that there was sufficient calcium to allow anchoring of the device. The device was deployed at a final depth of 3mm. A few seconds post-implant the device embolized 2mm above the annulus. The device was snared and pulled into the descending aorta. A new 27mm navitor transcatheter aortic valve was implanted using a new large flexnav delivery system at a final depth of 3mm. It was noted that there was mild aortic regurgitation (ar). Post-dilation was conducted with a 23mm non-abbott balloon. The final mean gradient was 5mmhg with no ar. It there were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.